Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal flex introducer sheath instructions for use (IFU), the nominal outer diameter of a 24fr introducer sheath is 8.8mm. The IFU states ¿if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2018, the patient underwent a thoracic endovascular aortic repair. During the procedure, a 24 fr gore® dryseal flex introducer sheath (dsf2433/18130073) was advanced from the left side, and two endoprostheses were successfully advanced and deployed through the sheath. Upon withdrawal of the sheath, the access vessel from the left common iliac artery to the left external iliac artery reportedly became dissected. According to the report, the left external iliac artery measured 7.0 ¿ 7.8mm in diameter. A bare metal stent was placed to cover the dissected vessel. However, it was also reportedly noted that intima of the left external iliac artery was damaged over a wide range. Therefore, a femoro-femoral bypass was eventually performed. The patient tolerated the procedure.